Event description:
It was reported that the maximum basal rate kept resetting. The customer's blood glucose at time of call was 29 mg/dl. The husband stated that he was not able to set the maximum basal rate lower than 1.10 units, and his wife was taken by the paramedics before calling. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.